Event description:
It was reported that a break in aseptic technique had occurred which caused peritonitis. The incident was further described as the patient made a mistake by not wearing a mask and the area was not cleaned before starting peritoneal dialysis therapy. On the same day the patient was diagnosed, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with cefazolin (1gm) and ceftazidime (500mg), routes and frequencies not reported, for peritonitis. The patient was reported to be recovering from the peritonitis event. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error from a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.